Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD)  (B)(6) 2008; 6943 implantable tachy lead (B)(6) 1999. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. It was further reported that the atrial lead had varying and high impedance. Oversensing was also noted on the electrogram. The lead remains implanted; however, the new device was programmed with ventricular pacing only just as the previous device was programmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.